Manufacturer narrative:
According to the IFU as part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and or postoperative period. General surgical risks include superficial or deep infection. There is also the potential for surgical intervention/revision. There is no indication that there is a device related problem/malfunction, there is no allegation against the device. The most likely cause of the reported event is related to the patient's underlying condition. This device is used for treatment not diagnosis.

Event description:
Final revision was completed on (B)(6) 2018. No additional information is provided. The devices were not returned. Associated mfrs: 308671-2017-00334, 308671-2017-00335, 308671-2017-00337, 308671-2017-00338, & 308671-2017-00339.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. The patient went to ER on (B)(6) 2017 due to fever and pain in the hip and was diagnosed with peri-prosthetic infection. Antibiotic treatment for prosthesis retention began. Due to the evolution of the disease, it was divided to perform revision surgery on (B)(6) 2017. The components were removed and a cement spacer was implanted. The adverse event form indicates this event is definitely not related to devices. This event report was received through clinical data collection activities.